Manufacturer narrative:
On 04-may-2023, angelini s.p.a. Provided bridges consumer healthcare additional information. Angelini s.p.a. Received the additional information on 20-apr-2023. The report verbatim is as follows: batch #: ga0419. Brand code/sku#: (B)(4). Product count:(B)(4). Date of manufacture: 23-may-2022 to 24-may-2022. Expiry date: 2025-04-30. Quantity released: (B)(4). Batch ga0419 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The most probable root cause can not be identified. Considering the current information available for this complaint it is not possible to determine a root cause. This complaint is not justified and no issues were found during batch/production data review to suggest the adverse event was related to a product defect. However, to identify a most probable root cause, there are pre-identified risk factors that could cause a burn listed in the hazard analysis ((B)(4).). In addition to these hazards, there are multiple risks that are outside the control of the site. These include aspect like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Data analysis was performed taking the period from 03-24-2020 to 03-24-2023 with complaint sub class: adverse event safety request for investigation. Searches returned a total of 106 complaints for the lower back hip 8-hour (lbh) products during this time period for the class/subclass. For a complaint of adverse event safety request for investigation. The search described in the investigation summary takes into consideration all adverse events. This search was not specific to burns only, therefore it is not intended to be used for determining similar incidents as per mir help text of the commission. During the investigation of this complaint (B)(4). Was reviewed and no further risk was identified. Since this complaint is not justified and the occurrence rate is low, considering this is the first report of an adverse event for this batch. There is no change needed to the risk documentation as a result of this investigation. Over time for 36-months, there is not a trend identified for the subclasses of adverse event safety request for investigation for lower back hip 8-hour (lbh) 8hr products.there is no further action required. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). During the investigation of this complaint rpt-000097160 was reviewed and no further risk was identified. Since this complaint is not justified and the occurrence rate is low, considering this is the first report of an adverse event for this batch. There is no change needed to the risk documentation as a result of this investigation. Criticality: minor based on the information provided, the event of burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Pi of thermacare lower back and hip mentions that burn blister could be an adverse event of this medical device. Temporal association adverse event-medical device is plausible. Based on the information provided the causal relationship between thermacare lower back and hip and incident is considered as possible. Batch ga0419 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The visual inspection of a retain sample included one carton and the two pouched wraps inside and shows no obvious defects. An evaluation of the complaint history confirms that this is the first complaint for the sub-class adverse event safety request for investigation received and requiring an evaluation of this batch. There is not a trend identified for the subclasses of adverse event safety request for investigation for lower back and hip (lbh) 8hr products, refer to the 36-month. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met.there are no known site investigations associated with this batch that would contribute to an adverse event. There are pre-identified risk factors that could cause a burn listed in the hazard analysis. During the investigation of this complaint no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Considering the current information available for this complaint it is not possible to determine a root cause. This complaint is not justified and no issues were found during batch/production data review to suggest the adverse event was related to a product defect. No quality issues were identified upon the review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress. The expected date of the next report is 12-may-2023.

Event description:
On 31-mar-2023, angelini s.p.a. Provided bridges consumer healthcare with this spontaneous report. Angelini s.p.a. Received the information on 23-mar-2023. This serious spontaneous case, manufacturer control number: (B)(4) (local number: (B)(4) is an initial report from spain received on 23-mar-2023 from a pharmacist through the customer service. This case report concerns an 85-year-old female patient with no relevant medical history reported, who applied thermacare lower back and hip for a not reported indication. All suspects in case: thermacare lower back and hip. On an unspecified date, after thermacare lower back and hip initiation, the patient experienced in lumbar area with blister(burn blister) . Outcome: burn blister : unknown. Action taken in response to the event was unknown.